Event description:
According to rptr, it is unclear whether this constitutes a "reportable event" or simply an unexpected pt outcome. Because the pt's hospitalization was prolonged and pt may face a second, related hospitalization, it is being reported at this time. Day 1: chest x-ray (ap/lat): "cardiac pacemaker with atrial and ventricular leads in satisfactory position", EKG @ 1731: a-flutter, ventricular pacing, EKG @ 1742: hr 49. Day 2: EKG @ 0026: a-flutter, hr 50-60, occasional ventricular pacer, EKG @ 0818: ventricular pacing rate 60's, EKG @ 1710: ventricular pacing rate 60's, EKG @ 1902: hr 49, EKG @ 2347: ventricular pacing rate 80's with some intrinsic beats. Day 3: EKG @ 0230: nonsensing pacer, EKG @ 1728: pvc's, a-flutter, ventricular pacing, EKG @ 1735: pacer not capturing, EKG @ 1824: pacer not capturing. Day 4: EKG @ 0350: pvc's, EKG @ 0422: pacer not capturing, EKG @ 0549: ventricular demand pacer sensing hr 60's, EKG @ 0726: ventricular pacing with a-fib, hr 70's.